Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported a low voltage advisory alarm and a power cable disconnect message. The "pump off" and "pump disconnected" alarms were recorded in the log file. The system controller was exchanged and the issue was resolved.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.